Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .5mg/day via an implantable pump. It was reported that the pump was explanted due to infection. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the patient¿s infusion system was replaced with a new pump and catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.